Manufacturer narrative:
(B)(4). Item will not be returned to manufacture.

Event description:
It was reported that the abutment loosened in the patient's mouth.

Manufacturer narrative:
Zimmerbiomet complaint number (B)(4). The standard abutments 4.1mm(d) x 4mm(h) (ab400) was not returned. Since product has not been returned, visual/functional inspection could not be performed. The customer has not provided additional pictures or x-ray images of the product. No device lot number was provided so a device history record review could not be performed. A complaint history review by item number was conducted for the ab400 dating back to 12 months. The complaint history review revealed that there are no existing non-conformance/CAPA/hhe/d/ie/ product holds for the reported product. Complainant reported that the patient came in today to have screws tightened on screw retained bridge on tooth #31. The screw was on top of an obsoleted standard abutment ab400 in an unknown external hex 4mm implant. Customer stated they did not know when the loosening was noticed, or what happened at the time. The reported complaint of loosening could not be verified with the information provided. A definitive root cause for this complaint could not be determined.

Event description:
No further event information is available at the time of this report.